Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rubber stopper at the t-connector of an interlink system non-dehp t-connector extension set was inverted inward (collapsed septum). When they tried to flush the line, the fluid shot out of the rubber stopper. The issue was identified during an antibiotic infusion on a baby. The infusion rate at the time of the incident was kvo 1cc/hour with heparized fluid. The set was connected to a peripherally inserted central catheter (PICC). As a result, the PICC had to be removed as it had clotted off. The patient required a new IV (intravenous) access and a peripheral intravenous line (piv) was installed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation missing tip protector, luer lock cap (male), and vented luer lock cap. Visual inspection was performed which observed the interlink septum above the swage ring (dislodged from the housing); however, the slit of the rubber septum was within specification. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.